Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017. The customer was at 42 mg/dl at some point during the call or the incident. The customer experienced symptoms such as falling and possible loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will monitor the pump. Customer fell and fractured their back and needed rehab. The insulin pump will not be returned for analysis.